Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis. The nurse stated that the insulin pump was going off with a button error alarm. It was stated that the device was in a bag with the customer's possessions, and it could have been pressed accidentally. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All buttons functioning properly during testing, however, corroded keypad traces noted during visual inspection. No button error alarm noted.